Manufacturer narrative:
Concomitant medical products: 1488t lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a charge time out alert occurred and the device experience a long charge time during capacitor formation. It was further reported there was premature battery depletion and the implantable cardioverter defibrillator (ICD) went from an ok battery status to end of service within a few days. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred excessive charge time with the original device battery. The device provided 35 joule charges within nominal charge times when using an external supply. No hybrid anomalies were found. Battery analysis revealed no internal battery shorting. Lithium-severing was observed consistent with the elevated resistance. Review of the device data showed an excessive charge time event was logged before the recommended replacement time and subsequent explant. The excessive charge time resulted from an increased battery resistance induced by lithium-severing. If information is provided in the future, a supplemental report will be issued.